Manufacturer narrative:
B3 approximated. D6a implant date: patient was implanted in 2014.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) feels his incontinence has increased. He also stated that he has difficulty voiding completely with one cycle of the pump and has to press the pump multiple times. He did confirm that the device seems to function properly but wanted to discuss potential issues. The patient was suggested to have an appointment with a specialist. The aus is currently implanted. There were no additional patient complications.